Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. Insertion site was at abdomen. Blood glucose levels were 339 mg/dl during the event. Patient treated this with insulin pump. No further information available.